Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used as event date is unknown. Implant date: estimated based on (B)(6) 2020 implant date provided.

Event description:
It was reported via social media that the device did not seal and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up, the device had not sealed and blood clots were found. The patient remains on eliquis. No additional information is known at this time.